Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn ruby analyzer generated discrepant results. Sample ID (B)(6): an initial wbc result of 77/ul was generated. The sample was repeated on another analyzer and the results were 6949/ul. Sample ID (B)(6): a hemoglobin (hgb) of 5.18 g/dl (hct of 16.7) was generated. The sample was repeated and a hgb result of 9.47 g/dl (hct of 29.6) was generated. There was no report of impact to patient management.

Manufacturer narrative:
Field service visited the customer site and found a clogged aspiration needle. The needle was back flushed to clean the clog which resolved the issue. The sr. Associate medical director reviewed the complaint information, submitted data and explained the results generated dispersional data alert, suspect, and rbc morph to alert the operator for further verification of results. The discrepant result was possibly caused by a clogged aspiration needle which was resolved by the service visit. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn ruby operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the cell-dyn ruby analyzer was identified.